Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has had many issues with reservoirs that he has received recently and in the past. The customer indicated that he received a recent shipment and the part that holds the black o rings is slightly off. The customer also indicated that there are air bubbles in reservoirs but declined to return the reservoirs for analysis.